Event description:
It was reported that on (B)(6) 2011, the pt accidentally swallowed one of her dacapo powerpacks that she carried in her pants pocket. She claimed that she thought it was an over the counter pain reliever. She did seek help at the emergency room of (B)(6)hospital. They x-rayed the pt and indicated it was in her lower left quadrant of her bowel and should pass soon. She was released from the emergency room and returned home. The pt was not in any pain. She passed the battery on (B)(6). She rechecked back with (B)(6) emergency room on the (B)(6) as well. She appears to have suffered no side effects from the ingestion.

Manufacturer narrative:
The device is to be returned to the manufacturer. When available, a device analysis will be submitted as a follow up report.